Manufacturer narrative:
As part of normal complaint follow-up, and evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional info is obtained.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implant. The rio and retoris multicompartmental knee (mck) implants could not be utilized in the surgery because an incorrect patient software file was sent and thus the surgeon did not have the info necessary to complete the procedure as planned. The case was cancelled.

Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information regarding the event is provided herein. The malfunction was attributed to; failure to properly update rio hardrive during site installation, motion rod failure caused by error in CT scan protocol (motion rod not being captured properly in the CT field of view (fov) resulted in failure of automated workflow and requiring manual workflow for patient plan creation), unresolved motion rod failure, incorrect selection of patient CT scan, and incorrect confirmation of patient timeout. Patient name and patient ID based on CT scan information are displayed in the stryker-mako application on the patient timeout to confirm correct patient plan. Misidentification of patient timeout resulted in initiation of surgical incision on patient.